Event description:
This spontaneous report of a non-serious, unlabeled event (implant site discolouration) is being submitted as a 10-day report. A health care provider reported that a female patient received injections of restylane injectable gel (injectable dermal filler) into the nasolabial folds and tear troughs in 2007. Anesthesia pre procedure included topical b/l/t. Medical history included restylane in 2005 without incident. The patient was not taking concomitant medications (injection site swelling) and bruising (injection site bruising) that resolved within 2.5 weeks. On approx one month after the original date, the patient was seen and noted to have residual hyperpigmentation (implant site discolouration) in the area of the orbital bone. As of eight days later, the hyperpigmentation had not recovered. The lot number and expiration date were reported as 8142 and 09/2009.